Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative receiving an unknown drug via an implantable pump. The indication for use not reported. It as reported that the pump was explanted due to an infection. No drug, symptoms, diagnostics or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.